Event description:
It was reported the patient was getting zapped ten times a day for no reason. It was noted the manufacturing representative met with the patient today. It was further noted the patient felt the zapping down the leg. It was noted that this started five months ago. The reporter stated the patient was carrying a laundry basket and the left leg went out on them and they hit right where the implantable neurostimulator (ins) was located. The reporter stated that impedances were fine when checked. Additional information received reported that x-rays were taken and the left lead moved down about half of a vertebral body. The reporter stated that no issues were noted. The reporter further stated the patient¿s healthcare professional (hcp) was going to suggest a revision of the system and intraoperative testing. It was noted the patient was receiving stimulation in the correct areas, but they were afraid to use it because of the zapping. Additional information received reported the patient met with a manufacturing representative and the hcp last friday. The reporter stated they took an x-ray of their back and they could see a broken lead wire that was causing their zapping sensation. It was noted the zapping sensation started about six months ago. It was further noted the patient was told their whole system would need to be removed and replaced. The reporter stated the surgery coordinator contacted them and they were not aware that their lead was broken and needed to be replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.